Manufacturer narrative:
The device was evaluated by olympus. During the evaluation, an "e222" error-scope communication error occurred. Additional evaluation findings are as follows: appearance defects of the cable due to physical/chemical stress; appearance defects of the control unit due to physical/chemical stress. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model ch-s400-xz-ea, 4k autoclavable camera head to olympus for repair due to a report of poor image quality. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, an error "e224" scope communication error occurred and an image was not present. This report is submitted due to the finding of error "e224" scope communication error with no image present, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error code e222 seemed to have occurred because communication failure occurred due to faulty cable caused by a kink on the cable. The cause of the faulty cable could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. When attaching and detaching the sterile camera drape or wiping the camera cable, be careful not to apply excessive force to the camera cable. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.